Manufacturer narrative:
Device is combination product. If implanted, give date: 2009. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via voluntary medwatch (B)(4), that post-drug eluting stenting treatment procedure, chest pain, st elevated myocardial infarction (stemi) and thrombosis occurred. Prior to the index procedure, the patient presented with acute chest syndrome (acs). Angiography revealed a discrete 90% stenosed lesion just distal to the right posterior lateral (rpl) artery and a long 70% stenosed lesion in the proximal to mid right posterior descending (rpda) artery. A taxus liberte 2.5x12mm stent was deployed in the right rpl with 0% residual stenosis with timi iii flow. Then the rpda was pre-dilated with an apex 2.5x15mm balloon. A taxus liberte 3.0x32mm stent was deployed at the lesion site and residual stenosis was 0% with timi ii flow. The patient was treated with asa, plavix, and heparin and then discharged. In (B)(6) 2009, the patient presented with chest pain and stemi. Angiography revealed complete occlusion of the stent in the rpl. The stent in the rpda was widely patent. An apex 2.5x15mm balloon was used to dilate the rpl. After four inflations with the balloon, there was 20% residual stenosis with timi iii flow. The patient was treated with asa, prasugrel and heparin. No further patient complications were reported.